Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple orders were not crossing over to multiple stations from electronic health record. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that orders were not crossed over. A technical support specialist (tss) connected to the server and ran the server downtime query, which showed messages pending. Attempted deployment of the interface services utility failed, and despite restarting net.tcp, external inbound processor, external communication, and external messaging services, the interface remained disconnected, leading to escalation to iest. The customer confirmed restarting their interface, and approximately 6,000 messages were observed processing with no patient delays on health sight viewer (hsv). Tss verified that care fusion coordination engine (cce) and extract transform load (etl) were functioning correctly and confirmed it was safe to proceed with upgrading the station from version 1.7 to 1.11, after which the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.